Event description:
Pt called asking if hyalgan may cause sinusitis as an adverse reaction, because she states that a few days after doctor injected hyalgan, she started with symptoms of allergic rhinitis or sinusitis. Dose or amount: 20 mg weekly intraarticular. Diagnosis or reason for use: unilateral primary osteoarthritis, left knee.